Manufacturer narrative:
(B)(4). Postal code (B)(6).

Event description:
On the literature article named "management of low periprosthetic distal femoral fractures. Plate fixation versus distal femoral endoprosthesis.", the authors of the study reported that, after a peri-loc lateral locking plate was implanted to treat a su ii fracture, the patient developed a deep infection. To resolve the adverse event, the patient required a reoperation in which a total knee arthroplasty was performed. Patient outcome is unknown.

Manufacturer narrative:
Note, selected date of occurrence is paper publication; actual event date is unknown. The associated device was not returned for evaluation. The images provided were reviewed and the reported event could not be confirmed. A relationship, if any, between the device and the reported incidents could not be corroborated. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional medical information be provided, this complaint would to re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.